Event description:
It was reported that a malfunction code was encountered on the customer's insulin pump, and the pump could not be reset. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the replacement of the pump and instructed the customer to use a backup insulin pump.